Event description:
It was reported that the lead integrity alert tripped and there were 2 non-sustained episodes and a short interval counter of 30. Noise on the right ventricular lead was seen on recorded electrograms on the ventricular channel only. Far field r-wave oversensing was also seen intermittently from the right ventricular lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.